Event description:
It was reported the implantable cardiac defibrillator and the right ventricle (rv), right atrium (ra) and left ventricle (lv) leads needed to be explanted as the patient became septic. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076, implantable pacing lead, (B)(6) 2007; 7020, competitor implantable defibrillation lead, (B)(6) 2007. (B)(4).